Event description:
There was no patient impact associated with this complaint. It was reported that the down arrow keypad button was unresponsive. There is no additional information available about this complaint. The complaint is being reported because the issue with unresponsive buttons could not be resolved at the time of the contact.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.